Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a novum iq lvp pump showed a blank screen while infusing norepinephrine and the patient became hypotensive. During an infusion of norepinephrine, the patient became hypotensive with a systolic blood pressure (sbp) in the 70¿s (patient¿s goal sbp was 110). The nurse went to titrate the medication; however, the screen was blank and unable to program the pump. The nurse had to take the unknown tubing out and power down the pump. No errors were noted in the history log. No further information was available at the time of this report.

Manufacturer narrative:
Additional information: d9, h3, h6 and h11. H11: the device was received for evaluation. The device underwent functional evaluation and while there was no indication of the reported condition it is believed this event is associated with an ongoing investigation for a frozen screen. This issue is being further investigated. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.